Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that there was a ¿loose part inside¿ of the device. The item was sitting on a tray with a note requesting a repair. There was no add¿l info regarding whether or not the device was used in surgery. There was no add¿l info provided.